Event description:
The customer was riding her scooter on a rough surfaced road, hit a bump, lost control of the steering and turned over. When she fell off the unit she fractured a couple ribs and was severely bruised. She does not appear to have any permanent damage. She stated that she has the use of only one hand and the scooter is difficult to handle.